Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported central control monitor (ccm) display froze up and the pump modules were not able to communicate with the ccm. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.